Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), noise, and high-rate non-sustained tachycardia episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.